Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. An empty labeled winding former, a detached needle and multiples sutures pieces of product were returned for analysis. During the visual inspection of sample, the swage and attachment area present marks and the barrel hole was flat by use of a surgical instrument. The suture has begun with the process of degradation and the strand was broken in multiples pieces, this is the cause that breakage suture. The product code contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. According to visual inspection the assignable cause of performance breakage suture, was caused by suture degradation exposure to environment

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture was detached from the needle during interrupted suturing. It was not a control release needle. Further details are not provided. There were no adverse consequences to the patient.